Manufacturer narrative:
(B)(4). D10: medical product: persona cr fem prov sz 6 l std: catalog#: 00590102000, lot#: 65627236. G2: foreign: united kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty; the drill pin would not pass through the femoral provisional instrument. The pin began to smoke and then snapped as the surgeon tried to advance the instrument. The provisional instrument and pin were removed and the surgery was completed without additional complication. There was no patient impact as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. Visual inspection of the photograph provided confirms that trocar pin has fractured. The photographs also show the femoral provisional however no additional evaluation can be performed as devices were not returned. Reported event was confirmed by review of provided photographs. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Investigation results concluded that the reported event is attributed to the user not following instructions. The drill pin used is not compatible with the femoral provisional instrument. The surgical technique states that for additional fixation of the provisional instrument, a female hex screw is to be inserted with the male hex driver through the hole in the lateral flange of the femoral provisional instrument. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.